Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported they had a topotecan leak from below the luer lock section of the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's complaint that the tubing leaked was confirmed. A picture provided by the customer shows that the vinyl tubing was leaking from the male luer inlet port. The root cause of this failure was not identified as no product was returned.